Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses delivered and were properly recorded in the bolus history screen. No bolus anomaly or history anomaly noted during testing. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted during testing. No motor error alarm noted during bolus and basal delivery. The motor passed motor test. The insulin pump had cracked battery tube threads, cracked reservoir tube and a missing end cap sticker. The drive support disk was inspected and no anomaly was noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received a motor error alarm during basal. The customer's blood glucose was 432 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that they were able to rewind the insulin pump. The customer's spouse stated that the insulin pump was not exposed to high magnetic fields. The customer's spouse declined to troubleshoot for high blood glucose. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.